Event description:
This lead was removed because the device would not capture or sense in bipolar configuration in the right ventricle. After repositioning the lead twice, the physician decided to replace the lead and the device.